Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2021, a percutaneous coronary intervention as performed on the moderately tortuous, left anterior descending (lad), moderately calcified lesion. A 3.5x18mm xience xpedition stent was implanted. Following, a dissection occurred, treated with another xience xpedition stent. The patient remained in stable condition. There was no adverse patient sequela and no clinically significant delay. No additional information was provided regarding this issue.